Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had inappropriate magnet response to the patient's continuous positive airway pressure (CPAP) machine. The patient was advised to adjust their machine. No intervention was completed on the implanted device. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.